Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/15/2016 with the following findings: a review of the black box data showed multiple replace battery alarms on (B)(6) 2015 related to post delivery motor power supply faults. During a visual inspection of the pump, no damage was found to the battery compartment or returned battery cap. The returned battery cap secured properly to the pump, and a power loss was not observed. The pump¿s current draws were found to be within specifications. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint was not duplicated during testing. Unrelated to the complaint, the pump case was cracked by the display area.